Event description:
A patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. It was reported that during procedure, the guidewire was allegedly found defective and could not pass through the needle. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one video was provided and reviewed. The video review shows the needle was flushed successfully, when guidewire was inserted and advanced into needle guidewire was failed to advance. The tip of the guidewire was noted to be deformed. Therefore, the investigation is confirmed for the reported failure to advance and identified deformation issue for one device. However, the investigation is inconclusive for the reported non-standard device as video shows unsealed product tray in video and are not sufficient to confirm the issue. The investigation is inconclusive for second device for reported defective guidewire and advancement failure issue as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information for the both the devices. It is unknown whether patient/procedural factors contributed to the event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required b5, g3, h4, h6 (device, component, method, result, conclusion) section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a dialysis catheter placement procedure using the equistream hemodialysis catheter. It was reported that during procedure, the guidewire was allegedly found defective and could not pass through the needle. There was no reported patient injury.